Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Doctor reported via phone call high blood glucose levels and diabetic ketoacidosis. Doctor advised they would assist the patient. Troubleshooting was not performed. The insulin pump will not be returned for analysis.